Manufacturer narrative:
Concomitant medical products: 4136 lead, implant date: (B)(6) 2014; w3dr01 ipg, implant date: (B)(6) 2019; 7495lz51 neuro extension, implant date: (B)(6)2002; 3487a-45 pain stim lead, implant date: (B)(6) 2004; 3487a-45 pain stim lead, implant date: (B)(6) 2004; 389033 pain stim lead, implant date: (B)(6) 2005; 3708360 neuro extension, implant date: (B)(6) 2007; 3708360 neuro extension, implant date: (B)(6) 2007; 399930 pain stim lead, implant date: (B)(6) 2007; 37711 pain stim ipg, implant date: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two months approximately post implant the patient experienced an infection. The implantable pulse generator (ipg) and the right atrial (ra) lead were explanted and replaced. No further patient complications have been reported as a result of this event.